Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of there being a staple line inside the anastomosis, which could potentially be related to an product problem. B1 updated to " adverse event and product problem" from " adverse event" h1 updated to ¿malfunction¿. Annex a updated to include a050704 - failure to form staple. Annex g updated to include g0405214 - staple.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
An intuitive surgical, inc. (Isi) clinical sales representative (csr), via an initial report from the console surgeon, contacted an isi customer service representative to initially report that after a successfully completed da vinci-assisted right hemicolectomy procedure on an unconfirmed date, listed as (B)(6) 2021, there was a report of a ¿staple line leak inside the anastomosis¿ where the surgeon had used a sureform (sf) 60 stapler instrument with a blue reload on the bowels during the initial procedure. Post-operatively, the surgeon noticed dropping blood levels and the patient had experienced bloody stool. The patient was administered one unit of blood due to what the surgeon believed was bleeding coming from the staple line inside the anastomosis. The initial procedure was completed with no reported intra-operative complications or injury. The patient¿s current status was described as stable. On 24-sep-2021, isi obtained the following additional information regarding the reported event from the console surgeon via an isi representative speaking with the surgeon directly during the procedure and post-operatively: after a successfully completed da vinci-assisted right hemicolectomy procedure that was performed on (B)(6) 2021 on a female patient, there was a report of a ¿staple line leak inside the anastomosis¿ where the surgeon had used a sureform (sf) 60 stapler instrument with a blue reload during the initial procedure. The initial procedure completed without incident and there was no patient injury. As there was no initial indication of a product issue, the single use sf 60 stapler instrument and the blue reload were discarded after use and will not be returned to isi for analysis. Post-operatively, the surgeon noticed dropping blood levels, including hematocrit and the patient had experienced bloody stools. The patient¿s unspecified symptoms indicated to the surgeon that there was possible internal bleeding so the patient was administered one unit of blood on (B)(6) 2021 due to the surgeon suspecting that there was a ¿slow bleed¿ from within the staple line of the anastomosis where a sf 60 stapler instrument and 1 blue reload had been used during the initial procedure at the connection of the anastomosis. It was clarified that the issue was intraluminal bleeding at the ileocolic anastomosis that required the patient to receive a one unit blood transfusion. The estimated amount of blood loss was unknown. It was confirmed that the surgeon had ¿closed the common defect with two sutures; a v lock and vicryl¿. The surgeon indicated to the isi representative that the ¿slow anastomotic bleed¿ would be monitored and ¿medically managed¿. At the time of follow-up, there had been no reoperation, it was believed by the surgeon that the bleeding had stopped as the patient¿s blood levels ¿got better¿. The patient was described as still in the hospital and currently doing well but further details were unknown. The surgeon advised the isi representative that the stapler instrument did what it is intended to do; it laid down formed staples. The surgeon said that the tissue didn¿t react how the surgeon expected. In the initial procedure, there was no report of stapler clamping or unclamping issue, tissue push, blade error, reload stuck on tissue, missing staples, stapler misfire, partial fire, or malformed staples. The sf 60 stapler instrument and blue reload are not expected for return as they were discarded by the site after the surgery. When asked what the indication for surgery was, it was unknown. The procedure was confirmed as a right hemicolectomy. It was unknown how the post-operative staple line anastomotic slow bleed was diagnosed; it was unknown if a colonoscopy or other imaging was performed.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has confirmed that the sureform 60 stapler instrument and the sureform 60 blue reload will not be returned to isi for analysis as they were discarded by the customer after initial use. If additional information is received, a follow-up MDR will be submitted. Site history complaint review was conducted on 21-sep-2021 and found no other complaints for the sureform blue reload related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 27-sep-2021 for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform (sf) 60 stapler instrument pn: 480460-09 // ln: l90210715-0069 // sn: (B)(4) and one sf blue reload pn: 48360b-01 were used in this event. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: sureform 60 stapler pn 480460-09 // ln: l90210715-0069 fired 4 reloads (3 white followed by 1 blue). All firings were completed per the logs. The first 3 firings had 1 pause for compression, and the 4th firing (blue) had no pauses. There were no incomplete clamps by this instrument. While, at this time, there is no evidence of a product failure that would be classified as a malfunction, the described event meets the criteria of a reportable adverse event. There was a report from the surgeon of a post-operative ¿slow bleed¿ from within the staple line of the anastomosis where a sf 60 stapler instrument and 1 blue reload had been used during the initial procedure at the connection of the anastomosis. The patient was administered one unit of blood post-operatively. The surgeon stated that the ¿slow anastomotic leak¿ would be monitored and ¿medically managed¿. To date, there is no known reoperation but there has been prolonged hospitalization. The instrument and reload are not expected for return to isi for analysis. While the surgeon said that the patient¿s tissue didn¿t react how the surgeon expected, at this time, the root cause of the post-operative complications and reported event are unknown.